Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, oversensing and false high ventricular (hvr) episodes were observed. Technical support reviewed printouts and were unable to determine what the device was oversensing; however, diaphragmatic myopotential oversensing is suspected. No intervention was performed at this time, the patient will come in for follow up next month. The patient was stable.